Event description:
It was reported that a malfunction alarm occurred. The customer reverted to using a backup insulin pump until the replacement pump arrived. There was no reported adverse impact to the customer's blood glucose level.